Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown concentration) via an implantable pump. The previous dose was 3 mcg/day and the new dose was 5000 mcg/day. The date of the event was (B)(6) 2016. It was reported a programming error occurred. The drug dose was entered incorrectly. On (B)(6) 2016 the hcp programming a dose increase from 3 mcg/day to 5 mcg/day, but inadvertently programmed 5000 mcg/day. The patient experienced a sudden change in therapy/symptoms noted as somnolence. The patient was intubated and brought back to the unit with inability to respond to the environment. In the morning of (B)(6) 2016 around 2 am the pump was programmed back to the dose of 3 mcg/day. The patient was currently being monitored.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp on 2017-jan-19 reported the cause of the dose entered incorrectly was difficulty on the part of the provider in understanding the displayed dose. The comma in the number denoting thousands of micrograms was thought to represent a decimal. Outside of the us, the comma denoted a decimal point.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jan-10. The patient had been extubated and the patient¿s symptoms had been resolved. The cause of the dose entered incorrectly was stated as the incorrect dosage change entered.

Manufacturer narrative:
(B)(4) indicated the device was available for evaluation; however, the manufacturer did not receive the device for evaluation as the device is still implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a business partner reported the patient started treatment with baclofen at a concentration of 500 mcg/mcl at 50 mcg/day intrathecally. On an unspecified date, the patient treatment included oral baclofen (concentration, dates of therapy, dose and frequency of use were not reported). The physician further clarified the events as on (B)(6) 2016 at 12:30 pm, the patient¿s pump drug dose was mistakenly reprogrammed from 3 mcg/day to 5000 mcg/day. At 19:00 pm, the patient was noted, by his wife and nurse, to be more somnolent over the course of the afternoon/evening. At 22:00 pm, the patient was found to be unarousable by the nurse and unresponsive to stimuli/the environment. On(B)(6) 2016 at 01:27 am, the programmer error was found and reprogrammed back to the 3 mcg/day (minimum rate mode). The patient then improved overnight. On (B)(6) 2016, at 08:00 am, the patient was opening his eyes spontaneously and moving his extremities. Subsequently, the patient¿s mental status improved and ¿returned to base line condition¿. The physician clarified the hospital and rehabilitation admissions as: (B)(6) 2016 for neurosurgery with a diagnosis of primary progressive multiple sclerosis; (B)(6) 2016 for inpatient rehabilitation with a diagnosis of spasticity , status post-intrathecal baclofen pump replacement; (B)(6) 2016 for neurosurgery with a diagnosis of intrathecal baclofen overdose; and (B)(6) 2016 to (B)(6) 2017 for inpatient rehabilitation with a diagnosis of impaired mobility and activities of daily life. The programming error lasted for a total of 12 hours and 57 minutes. On 2017-jan-19, it was verified the patient was extubated, and the symptoms were resolved. Indications for use for the pump included severe spasticity uncontrolled with oral medications, and primary progressive multiple sclerosis. Concomitant drugs included acetaminophen, amitriptyline, bisacodyl, calcium carbonate, citalopram, diazepam, fluticasone, gabapentin, heparin, hydralazine, labetalol, lorazepam, ondansetron, oxycodone, miralax, senna, tamsulosin, zolpidem, and docusate; all drugs had an unknown date of administration. Additional information received from an hcp via a user facility on 2017-mar-14 reported the patient was admitted to acute rehab in november after the pump was placed. The patient was admitted to have the physicians slowly increase intrathecal baclofen dose as the patient had developed significant weakness at initial dose. ¿three days later¿, a resident increased the dose from 3 mcg/day infusions to 5 mcg/day infusion. The patient also received a dose of diazepam for muscle spasticity. The patient was noted to be sleepy/sedated for several hours afterward. The resident physician was notified, and a rapid response was initiated. The patient was unresponsive to sternal rub after discovering the programming error, but the patient had stable vital signs. Oxygen desaturations in the upper 80¿s were noted, and the patient was placed on oxygen by ¿nc¿. Rapid response gave 2 mg physostigmine, and ¿rr¿ was ended. The patient was transferred to hospital after ¿rr¿ had ended. The patient was still unresponsive, stable, but unable to protect airway. Th e patient was discussed with neurosurgery on-call resident who assisted in patient assessment, intubation, and transfer to neuro intensive care unit (ICU) for close monitoring for intrathecal baclofen overdose. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.